Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing after reprocessing for three times by the user facility, the sample collected from the instrument channel of the subject device tested positive for micrococcus luteus (>20 cfu), staphylococcus warneri (>20 cfu), and bacillus pumilus (1 cfu). After that, the user facility reprocessed the subject device for three times again. As a result of the additional microbiological testing, no microbe was detected from the subject device. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage (medivator), using peracetic acid. There was no report of infection associated with this report.